Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap robotic pyloroplasty procedure, the device created a long whistle sound. Device was operating at hotter temperture then usual. It was maintaining heat. There were no pt consequence.